Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. The lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted

Event description:
It was reported that after implantation of an intraocular lens (iol), the doctor noticed marks which looked like a defect to her in the middle of the iol. The doctor said it looked triangular in shape, like a ¿boomerang¿. The doctor was to see the patient on the next day post-op visit and consider next steps. No further information was provided.